Event description:
This custom tray was used by an anatheiologist to start a procedure for an epidural steriod injection for pain control. At the start of the procedure a wet tap was obained and the procedure was terminated without the steriod injection being given. The procedure took place in day surgery. The patient was monitored in day surgery and then sent home that without event. Two days later the patient was seen in the ER for severe headache and was admitted with a diagnosis of meningitis. Patient responded well to treatment and was discharged after several days.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.